Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was not delivering insulin and also not getting any errors. The customer¿s blood glucose level was 356 mg/dl, 59 mg/dl. Customer stated they experienced high blood glucose level as well as low blood glucose level. Troubleshooting was performed. The insulin pump will not be returned for analysis.